Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in ohio reported that while trying to stabilise a patients condition, optimal peep was not achieved. Staff realised that the tubing of a bc191 flexitrunk infant nasal tubing was found ripped. The healthcare facility confirmed that there was no patient harm.

Manufacturer narrative:
(B)(4). Section d4: serial number intentionally left blank as the information is not applicable. Section d4: lot#, UDI details left blank as this information was not provided by the healthcare facility. Section g4: no 510(k) number was included due to the subject device being a class 1 device therefore, exempt from PMA pathway to regulatory approval. Method: the subject bc191 flexitrunk infant nasal tubing was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject bc191 flexitrunk infant nasal tubing confrmed that the tubing was torn between the third and fourth filament from the midline connector. The film was observed to be wrinkled and torn, indicating that forced was applied, the tube deformed and then broke. Thus, the subject tubing was pulled to an unintended extension. Conclusion: we are unable to determine the exact cause of the reported event. However, it is most likely caused by physical damage due to impact during transportation of the device. All flexitrunk nasal tubing are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 flexitrunk nasal tubing state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 flexitrunk nasal tubing.

Event description:
A healthcare facility in ohio reported that while trying to stabilise a patients condition, optimal peep was not acheived. Staff then realised that the tubing of a bc191 flexitrunk infant nasal tubing was ripped. The healthcare facility confirmed that there was no patient harm.